Event description:
It was reported that the right ventricular lead exhibited an increased capture threshold. The fluoroscopy confirmed that the lead was dislodged. During revision the physician noted an infection. The whole system was explanted. The patient's condition is good.

Manufacturer narrative:
Please retract this report 2017865-2013-04863 the same issue was reported as 2017865-2013-04722.